Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings:the keypad was found to be fully intact; no damaged was observed. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response; the contrast keypad button was hard to push and required increased force to engage. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were intermittently unresponsive and became harder to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.